Manufacturer narrative:
The manufacturer previously reported a patient expired while the ventilator was in use. The patient was found disconnected from the ventilator. Additional information received from the manufacturer's service center confirms the device will not be returned for this issue. No allegation was made that the device caused or contributed to the event. The issue appears to have been caused by user error.

Event description:
The manufacturer received information alleging a patient expired while the ventilator was in use. The patient was found disconnected from the ventilator. There is no allegation of device malfunction at this time. The device has not yet been returned to the manufacturer. At this time, we are unable to determine if any malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.